Event description:
It was reported that during a routine device replacement procedure, the low-voltage pacing lead was removed from header and the physician noted the anode connector on the lead pin was covered with a sleeve. It was determined to be the sleeve from the cathode end of the lead pin. The physician attempted to reposition the sleeve onto the lead pin to the correct place, but the pin would not seat into the header of the new competitor device. The sleeve with sealing rings was removed from the lead pin and the lead was inserted into the new device and programmed unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis indicated an out of position piece part. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.